Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported that the ilet was not receiving readings from their dexcom g7 continous glucose monitor (cgm) overnight. The dexcom app was still receiving readings, but the ilet was not paired because the user had not entered the cgm code. The next morning, the user¿s blood glucose (bg) was elevated to 478 mg/dl. The agent assisted the user in restarting the ilet, manually entering a fingerstick bg to resume insulin dosing, and completing dexcom g7 pairing by entering the code. The user¿s bg began trending down during follow-up and stabilized later that day. No symptoms, external assistance, or medical intervention occurred.